Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 113 mg/dl. The alarm was cleared, a new cartridge was loaded, and insulin delivery was resumed.